Event description:
The customer reported that the system displayed a channel 15 error message and would not perform fluoroscopy. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator driver board. The system was tested and found to be working as intended and put back in service.